Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided with an rt385 adult ventilator circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. However, limited information was provided. Our investigation is based on the information, and description of events provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph and video observed water leak from the bottom of the chamber confirming the reported issue. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the mr290v autofeed humidification chamber. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. Use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A healthcare facility in china reported via china regulatory authority (nmpa) that an mr290v vented humidification chamber provided with an rt385 adult ventilator circuit was cracked at the base causing a leak. There was no patient involvement.